Manufacturer narrative:
The meter, test strips, and controls were requested for investigation. The customer's returned meter, strips, and controls were returned for investigation. Control ranges: level 1: 30 - 60 mg/dl, level 2: 261 - 353 mg/dl. Results: level 1: 44, 42, and 43 mg/dl, level 2 : 298, 297, and 297 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose results with accu-chek inform ii meter serial number (B)(4) compared to a non-roche analyzer. Sample 1:the result from the laboratory was 82 mg/dl. The result from the meter was 54 mg/dl.sample 2:the result from the laboratory was 81 mg/dl. The result from the meter was 61 mg/dl.sample 6:the result from the laboratory was 129 mg/dl. The result from the meter was 99 mg/dl.sample 7:the result from the laboratory was 98 mg/dl. The result from the meter was 73 mg/dl.sample 9:the result from the laboratory was 98 mg/dl. The result from the meter was 72 mg/dl.sample 10:the result from the laboratory was 87 mg/dl. The result from the meter was 64 mg/dl. All samples were taken from different adult patients and were venous samples. No treatment was given based on any of these results as it was a correlation study.